Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-nov-26. It was reported that the device went haywire, so the patient had to turn the device off and restart it when they got home from their cruise. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was on a cruise ship in the end of (B)(6) 2018. They stated that suddenly, the implantable neurostimulator (ins) went crazy, the stimulation was uncomfortable, and it went really high. The patient was able to use their patient programmer (pp) to lower all the settings. There were no further complications reported or anticipated.